Event description:
I used the freestyle libre 14 day glucose monitoring system and developed severe redness, burn like rash with weeping blisters and severe itching at the site. It became worse with each sensor. I did change locations with each sensor. I used 3 different ones in total. FDA safety report ID# (B)(4).